Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had a display issue ¿ backlight was not working. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained from medical surveillance specialist (mss) during a follow up call. The patient reported that the alleged issue began on ¿(B)(6) 2015¿. The patient reported being unable to read her blood glucose results accurately. The patient manages her diabetes with oral medications (metformin 500) and on ¿(B)(6) 2015¿ continued with her usual diabetes management routine as a result of the alleged product issue. The patient reported that an hour after the alleged issue, she developed the symptom of ¿sweats¿. The patient reported she called her doctor and was advised to continue with her normal medications and call onetouch. No medical intervention was received. At the time of troubleshooting, the cca confirmed that it was not the first time the subject meter was being used. However the backlight issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.